Manufacturer narrative:
An outside united states(ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely depressed sodium (na) patient result obtained on a dimension exl instrument. A customer service engineer (cse) inspected the instrument and performed standard troubleshooting that included changing the integrated multisensor technology (imt) tubing, cleaning and aligning the imt door. Siemens is investigating the event.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl instrument. The erroneous result was reported to the physician(s), who questioned the result. The sample was reprocessed on the initial dimension exl instrument. The repeat result was higher than the initial result. An emogas analysis was performed and the result was higher than the initial. The same patient sample was reprocessed on an alternate dimension exl instrument. The higher result was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00080 on february 28, 2024. An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely depressed sodium (na) patient result obtained on a dimension exl instrument. Additional information was received on march 19, 2024: siemens headquarter support center (hsc) reviewed the available data. The customer did not provide the dimension exl, quiklyte® integrated multisensor lot number. A siemens customer service engineer (cse) inspected the instrument and changed the integrated multisensor technology (imt) tubing and performed an alignment. The imt door has been cleaned and aligned. The probable cause for the falsely depressed sodium (na) result obtained on the patient sample is consistent with an issue in fluid flow, formation of sample/fibrin clot, crystal formation in the imt tubing with air and liquid flow. Hsc cannot rule out a sample handling issue contributed to this event. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.